Event description:
The product was used during a laparoscopic colon resection procedure. Reportedly, the instrument was difficult to open. The surgeon used another instrument and resected the device from the application site. The surgeon used another instrument to complete the procedure.